Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported unknown side "leaky" and "3 of 6 tabs were broken off". Device has been explanted.